Event description:
The customer reported the ventilator alarmed and shut down while in use on a patient. The customer reported there was no patient harm. The hospital biomedical engineer reported the ventilator would not power on during checkout and testing. The hospital biomedical engineer replaced the power supply to correct the finding. The hospital biomedical engineer reported the ventilator operated with no further problem after service.

Manufacturer narrative:
Device is out of warranty; customer did not request service by manufacturer.